Event description:
The account stated that the bed brakes were not working properly.

Manufacturer narrative:
The brakes not holding/working could lead to unintentional movement of the stretcher which has the potential to cause serious injury. The technician replaced the rocker arms in order to resolve the problem.